Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 and hi display. Visiting nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of e-5 and hi display using meter. The test strip lot manufacturer's expiration date is 12/20/2020 and open vial date is 7/22/2019. The meter memory was reviewed for previous test result history. (B)(6).

Event description:
Consumer reported complaint for e-5 and hi display. Visiting nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of e-5 and hi display using meter. The test strip lot manufacturer's expiration date is 12/20/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: hi display date: (B)(6) 2019, time: 10:37am fasting. Result 2: 497mg/dl, date: (B)(6) 2019, time: 07:12am fasting. Result 3: 269mg/dl, date: (B)(6) 2019, time: 05:53am fasting. Result 4: 107mg/dl, date: (B)(6) 2019, time: 06:30am fasting. Result 5: 147mg/dl, date: (B)(6) 2019, time: 06:04am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.